Event description:
The customer reported that the ortho provue analyzer dripped fluid. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and reported that the instrument was operational upon arrival. The customer found that the connector on the waste bottle was not seated properly, resulting in the fluid leak. No malfunction of analyzer identified. Repairs were not needed to return the instrument to expected operation. The customer has logged any similar complaints against this instrument since this incident. Incident is isolated.